Event description:
It was reported that a spectrum infusion pump had a missing label on the door. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4) the device was returned to baxter and an evaluation was performed. The evaluation confirmed through observation the reported "label on door needs to be replaced." Evaluation found the directional flow label missing. The label was replaced to correct this condition.